Event description:
It was reported that the non-(B)(6) device was not inflating. As a result, the device was explanted and replaced with an inflatable penile prosthesis (ipp). No patient complications reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).